Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11.5 months. The explanted pump was returned for evaluation. The evaluation of the returned pump confirmed the report of suspected device thrombosis and hemolysis. Prior to pump disassembly, examination of the distal-side of the outlet stator revealed a large thrombus formation occluding the space between the stator blades. Upon disassembly of the pump, the majority of the thrombus formation became dislodged from the outlet stator and remained adhered around the outlet portion of the rotor and the outlet bearing cup while a small piece of the thrombus remained in the outlet stator. The thrombus lacked laminated layering, suggesting that it did not initially develop in this location. Although its origin and a duration of time for which it was present in the pump could not be conclusively determined, the areas of denaturation on the thrombus as well as the contact marks observed on the outlet portion of the rotor and the outlet bearing cup indicate that it was present during pump operation. Although the evaluation could not determine a specific cause for the development of the observed thrombus formation, it was occluding a large portion of the blood flow path and could have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis, hemolysis and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 due to elevated lactate dehydrogenase (ldh), acute kidney injury with creatinine of 3.3 mg/dl, and subtherapeutic inr. Subsequent work-up suggested device thrombus as the patient also had symptoms of hemolysis, a positive ramp echocardiogram, and acute on chronic renal insufficiency. Medical therapy was initiate; however, signs of device thrombosis and hemolysis continued. On an unspecified date, the patient underwent a pump exchange. Visible thrombus was seen on the inlet stator upon explant.